Manufacturer narrative:
(B)(4).

Event description:
Update sep 28, 2017. Pfs and medical records received. In addition to what was previously alleged, pfs alleges limited mobility, decreased activity and anxiety. After review of the medical records for the MDR reportability, patient was revised to address metallosis. In addition to what was previously reported, revision notes reported of metallic wear of the trunnion of the stem. Laboratory results for metal ions were below 7ng/ml. This complaint was updated on oct 20, 2017.

Manufacturer narrative:
Product complaint #:(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
.

Event description:
Update (B)(6) 2017. Der received. It was reported that the patient was revised to address pain. Revision reported well fixed implants with very little metallosis in the hip tissues, no discernible wear on the implant bearing surfaces, significant corrosion trunnion at the stem head interface. There were no laboratory values provided. Updated part and lot information. Added complainant information and stem for the corrosion found in the revision note. This complaint was updated on: (B)(6) 2017.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Jun 07, 2017: litigation received. Litigation alleges patient suffers from pain and discomfort, emotional distress, disability, disfigurement, and possibly permanent injuries. It was reported that patient will be scheduled for a revision on (B)(6) 2017. This complaint was updated on: jun 16, 2017.